Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge dropped from 80% battery life to 5% while the pump was plugged into a power source. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available.